Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient lost their programmer. Patient reported they knew their stimulator was working because it woke them up going "like a big dog" referring to the stimulation. Patient reported since then they have had pain in that area. No symptoms were reported at this time.